Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was noted on the remote monitoring system for this right ventricular (rv) lead and device. All other measurements were appropriate. During ambulatory testing, the shock impedance measurement was stable around 110 ohms. Boston scientific technical services (ts) reviewed the device information and determined the change in impedance measurements was likely related to the patient's condition. Ts recommended normal follow-ups. This patient will continue to be followed appropriately. No adverse patient effects were reported.